Event description:
Technician alleged that the unit was slowly drifting into trendelenburg. No patient impact.

Manufacturer narrative:
The technician replaced the trendelenburg valve to resolve the issue.